Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced hypoglycemia (bg 49 mg/dl) while wearing the ilet and became unresponsive while driving. Ems responded, administered intravenous glucose, and transported the user to the hospital. The user was admitted, transitioned to multiple daily injections with long-acting insulin, and discharged on (B)(6) 2025. The user has since reconnected to the ilet.